Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last night they had to change the infusion set and they woke up this morning with high blood glucose levels. They took out the infusion set and the cannula was bent. Customer's blood glucose level was 456 mg/dl. Customer treated with a manual injection. The device was not returned.